Manufacturer narrative:
Additional information: update to h6 codes for non return and programming changes. Update to section e for reporter. Update to b5 to include patient status as stable and programming changes.

Event description:
New information notes programming changes were completed to address the issue. The patient was stable.

Manufacturer narrative:
New information notes device was explanted and replaced and returned. The patient was stable. Update to h6 codes and d6b explant date and d9 return date.

Event description:
New information notes ICD was explanted and replaced. The patient was stable.

Event description:
Correction: previously reported that the patient status was stable but that information was not reported.

Manufacturer narrative:
Correction: previously reported g3 should have been 9 feb 2022 rather than 15 feb 2022.

Manufacturer narrative:
The reported event of radio frequency (rf) anomaly was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity assessment found normal battery usage. All other output functions were normal.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator (ICD) unable to be interrogated via radio frequency (rf) telemetry. Further information was requested but not received